Event description:
It was reported that intermittent cartridge alarms occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Customer reverted to an alternate method of insulin therapy.